Event description:
It was reported that the patient presented to the hospital with slight drop in blood pressure and dizziness. Upon interrogation, it was noted that the right ventricular (rv) lead exhibited intermittent capture. Chest x-ray confirmed that the rv lead was dislodged. The rv lead was programmed to maximum voltage and pulse width prior to replacement procedure and was explanted and replaced on (B)(6) 2024. The patient was in stable condition.

Manufacturer narrative:
The reported events were dislodgement and intermittent capture. A complete lead was returned for analysis. Visual examination of the lead found the helix retracted and clogged with blood / tissue. After cleaning and applying torque directly to the connector pin, the helix could be extended and retracted. The reported event of intermittent capture was not confirmed. Final analysis found no indication of conductor fractures or internal shorts. No anomalies were noted.